Manufacturer narrative:
(B)(4). Batch # m55l1j. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the error which occurred during the process of firing. Did the device lock out and would not fire? Did the device start to staple and cut but them jammed? Or, was the firing able to be completed? If the firing was completed, were there any staples missing from the staple line? What was the shape of the deployed staples (b-formation, irregular, legs straight)? If the device cut, was the cut line complete? Did the device cut, but no staples were deployed? How was the procedure completed? It was reported that there were no patient consequences so far. Have any patient consequences been reported? The analysis found that one ntlc75 device was returned with one bearing taped to the anvil shroud but otherwise with no apparent damage and with no cartridge reload loaded on the device. After further inspection, it was noted that the left bearing was missing. No functional test was performed. No damage on handle or the saddle pin were noted. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an error occurred in the process of firing the device. As an emergency measure, the surgeon backed off the firing knob and detached it from the tissue. It is unknown what was used to complete the procedure. There were no reported adverse consequences for the patient so far. Another like device was used to complete the procedure.